Event description:
It was reported that during an unknown procedure, when the surgeon aerated the co2 into the device, the diversion tip was leaking, the noise was very clear. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the upper and the lower ring inside the device; the lower ring was broken. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.